Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: device photograph(s) for the device related to the reported event of capsular contracture/seroma-late/malposition was reviewed on (B)(6) 2020. With lot number 1388638. Visual analysis of the photographs identified: crease fold, wear abrasion, deformation, and red particle material on the surface of the shell. Device analysis performed through photographs. Additional, corrected and/or changed data: b.5, d.1, d.2, d.4, d.7, g.3, g.5, h.4, h.6.

Event description:
Device has been explanted.

Manufacturer narrative:
The events of seroma-late and capsular contracture are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late, capsular contracture, baker grade iii.

Event description:
Healthcare professional reported the events of left side ¿capsular contracture, baker grade IV¿, ¿fluid around implant addressed by hcp with ultrasound-guided left peri-implant fluid collection aspiration¿, ¿implant has rotated¿, and ¿exchange from textured to smooth breast implants due to the patient¿s concern with the product¿. The device remains implanted.